Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when the asymptomatic patient presented to the operating room for normal elective replacement indicator, externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted and the patient will continue with routine follow-ups.